Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery, below the bifurcation. The 1.2 x 6 mm mini trek balloon catheter was advanced to the lesion without issue; however, the balloon ruptured during the first inflation of 14 atmospheres (atm), and was removed without issue. It was noted that the mini trek balloon catheter was prepared inside the patient anatomy. A new trek balloon catheter was used to complete dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the rx mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Overall, a conclusive cause for the reported balloon rupture could not be determined; however, there is no indication to suggest a product deficiency.